Event description:
Follow-up information indicated surgical intervention was undertaken and the migrated lead was explanted and replaced. Postoperatively, the patient is reportedly experiencing effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted with 2 leads (from the same lot) as part of her axium neurostimulator system. It was reported the patient bent down and her therapy changed. Reprogramming was unable to provide coverage with the right lead. X-rays were taken and showed the right lead had migrated. Surgical intervention is to be undertaken as the next course of action.